Event description:
It was reported that the reporter received assistance from the manufacturer representative over the phone to start the device this morning. It was noted that the reporter needed to know how to turn it down because the patient stated it was ¿vibrating too hard¿ right now. It was noted that it did not vibrate too hard the whole time after having it turned on this morning and it just started recently. It was noted that the reporter got poor communication on the screen because they placed the antenna over the wrong bandage. It was noted that the reporter was then able to communicate and decreased stimulation from 2.5 to 2.4. It was noted that now it was not vibrating too hard anymore. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_prog, serial# unknown, product type programmer, physician; product ID neu_unknown_lead, serial# unknown, implanted: (B)(6) 2014, product type lead. (B)(4).